Event description:
It was reported that an alarm was heard and confirmed by telemetry as critical due to zero ml reservoir volume. It was further added that the pump was not updated at last refill which was on (B)(6) 2012. The pump was updated and the issue resolved. It was later reported that patient had not experienced any symptoms because of the event; the therapy was never interrupted. Drug delivered via the device was lioresal 2000mcg/ml, 344.9mcg/ day.

Manufacturer narrative:
Programmer model: 8840, serial # unk; catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).